Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The exact date that the incident occurred is unknown. The date entered in section b3 is based on the customer report of "end of march." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported an unspecified lower sensor reading and it is unknown whether the customer noted a trend arrow on the device. The customer "believes they tripped and fell possibly due to low readings or low blood pressure." Details of treatment are unknown as call back attempt was unsuccessful as contact information is incomplete. There was no report of death, serious injury, or mistreatment associated with this event.